Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) e1. Initial reporter facility name: (B)(6) hospital there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 6 tubes were underfilled and had a crooked cap. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿, 6 tubes were underfilled and had a crooked cap. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 4 photos from the customer for investigation. Upon review and analysis of the four photos, multiple samples exhibited underfill and stopper creepout. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and stopper function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.